Event description:
Insulet omni pod failed. On going issue, I've had at least 1 out of 10 fail. This one failed overnight, did not alarm. However, insulin was leaking, not going into my body. Blood glucose was over 400. When in my stupar to setup and attach a new pod, I did so incorrect, thus costing me over 150u in insulin and a wasted pod (2x). Finally had one attached, and after about 90 min and 11u of insulin, my glucose came down to acceptable levels. On going issue with q and a with insulet omni pods. Have had numerous errors with the pod, poor adhesion, receiver (pdm) in the past year. I've been a user for 4+ years. FDA safety report ID# (B)(4).